Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of exposure and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis, purulent drainage, and implant exposed.

Event description:
Healthcare provider reported ¿cellulitis, purulent drainage, and implant exposed on right side". Device has been explanted.